Event description:
Plaintiff reports initial bilateral implantation 12/84 with explant 9/27/85. Plaintiff alleges "injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone.